Manufacturer narrative:
No sample lens was received for investigation. The lenses remain implanted. Complaint history and product history records could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).

Event description:
A surgeon reported that his observances of glistenings in implanted intraocular lenses (iol) have decreased over the past few years. Additional information was requested.